Event description:
Customer called on (B)(6) 2014 and reported that on (B)(6) 2014 he received an unspecified reading from his adc blood glucose meter that was noted to be "to hi". It was further reported that due to this his healthcare provider sent customer to the hospital. It is unknown what diagnosis was rendered or what specific treatment was undertaken, but the customer was hospitalized from (B)(6) 2014 to (B)(6) 2014. Multiple, unsuccessful, attempts to gather additional information have been made. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report and follow-up report. The reported meter (B)(4) was omitted from the 30-day initial report in error. Meter (B)(4) was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturer date for the reported test strip lot number is unknown. All pertinent information available to abbott diabetes care has been submitted.